Manufacturer narrative:
Result: IV pole weldment.

Event description:
It was reported by service report that the IV pole weld was broken and IV pole could fall. No pt involvement or adverse consequences are reported.